Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unknown. Although, the complainant has indicated that the suspect device is being returned for eval, it has not been rec'd. The device evaluation has not been performed; the cause of the reported malfunction is undermined.

Event description:
It was reported to boston scientific corp in 2008, that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, "when the osb [one step button] tube was removed from the body, the loopwire was already outside; however, part of the loopwire was found at the button dome. This part of the device was removed ... With forceps [manufacturer unknown]." The physician was able to complete the procedure with the same one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."